Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer received a button error alarm. The mother also reported, the buttons were unresponsive on the insulin pump. It was also found the customer received a no delivery alarm due to an empty reservoir previously. The customer's blood glucose was 509 mg/dl. Customer was treated with a manual injection. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with all buttons responding properly. However, slight moisture damage was found at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.